Manufacturer narrative:
The reporter noted the following event dates: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a cleo® 90 infusion set failed to stick properly. The patient's blood glucose rapidly climbed to 312mg/dl within 31 hours of use. It was noted that the patient normally averaged around 140mg/dl and rarely went over 180mg/dl. The patient checked the infusion set and found that half of the tape had lifted off his skin so the insulin was not being injected into his body. The infusion set was removed and replaced. The patient reported that he used his intravenous preparation (IV prep) "as [he] always [has]" prior to infusion set use. The blood glucose would continue to rise since the patient was unable to get home right away to change the infusion set. The side effects that the patient experienced include a dry mouth, an increase in "black specks" in his eyes, and fatigue - all related to the high blood glucose. No permanent injury was reported and no medical intervention was required. See MFR: 3012307300-2016-00109, 3012307300-2016-00117, 3012307300-2016-00118, 3012307300-2016-00119, 3012307300-2016-00120, and 3012307300-2016-00121.